Event description:
A report was received that the patient had lost stimulation. System check showed high impedance contacts on the paddle lead. The physician performed exploratory surgery to check the connection between the paddle lead and the extensions with no success of cleared the high impedance readings. The physician has decided to replace the paddle lead.

Event description:
A report was received that the patient had lost stimulation. System check showed high impedance contacts on the paddle lead. The physician performed exploratory surgery to check the connection between the paddle lead and the extensions with no success of cleared the high impedance readings. The physician has decided to replace the paddle lead.

Manufacturer narrative:
Returned lead (sc-8120-50/(B)(4)) analysis did not verify the complaint of high impedance. Visual inspection revealed lead was cleanly cut in multiple places and could not be electrically tested. The damage to the lead is consistent with damages done during the explant procedure and are not considered a failure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-3138-35, serial # (B)(4), description: phase iii lead extension - 35 cm.

Event description:
A report was received that the patient had lost stimulation. System check showed high impedance contacts on the paddle lead. The physician performed exploratory surgery to check the connection between the paddle lead and the extensions with no success of cleared the high impedance readings. The physician has decided to replace the paddle lead.

Manufacturer narrative:
Additional information was received that the patient underwent a revision to remove the paddle lead. The physician implanted the patient with two new percutaneous leads. During system check the leads were exhibiting high impedance readings. The physician attempted to troubleshoot and a set screw came undone from the lead and was lost in the sterile field. The physician decided to leave the leads implanted and were able to capture patient's pain. Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), and (B)(4), description: linear st lead, 50cm it is indicated that the leads will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.